Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported her blood glucose was over 600 mg/dl. Customer stated she received no delivery alarms on the insulin pup. Customer stated she changed out the set and the alarm would recur after two days. The reservoir may have been occluded. Customer was advised to call back when no delivery alarm occurs for troubleshooting. It was advised the reservoir would be replaced and customer declined to return the product for analysis.